Event description:
In 2007, the pt reported that she has experienced 3-5 infusion tubings separate at the luer connection over the past 3 months. He stated his blood glucose has been as elevated as 600 mg/dl due to this. Symptoms include over all poor health and frequent urination. The pt stated that he changes the infusion tubing and administers and insulin injection to lower his blood glucose. His normal blood glucose range is 80-120 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt did not retain the product to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.